Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested 03/07/2011 and 03/08/2011 by phone, fax and mail. Additional information was received 03/07/2011 by phone. A completed questionnaire was received 03/10/2011. This report was mailed to FDA on: 04/01/2011. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
The daughter of a consumer reports that her father's visual acuity has decreased one month following intraocular lens (iol) implant surgery. In a follow up, the surgeon reports that the family member does not understand the consumer's vision, as he corrects to 20/20. The surgeon reports the consumer had a steroid induced intraocular pressure rise and the steroids were discontinued. In the surgeon's opinion, the device did not cause/contribute to the event.